Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during surgery to reposition the lead, the device exhibited no output and no sensing.